Manufacturer narrative:
(B)(4). D10 : 00592704000 - milling handpiece - unknown. G2 : foreign country : canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon inspection during an initial surgery, the burr was stuck in the handpiece. Staff were able to dislodge with extreme force after washing. The surgical technique was utilized. There was no surgical delay. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use (nicked and gouged) blades (flutes) are chipped and shank shows signs of wear. Dimensions were taken and compared to drawings. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.